Event description:
It was reported that an external fluid leak was observed from the filter header of a prismaflex tpe 2000 set approximately two (2) hours after the start of continuous renal replacement therapy. The volume of blood loss was 125ml. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the set filled with blood from therapy. There were no immediate visible abnormalities that could have contributed to the reported condition. During the disinfection process, a leak was observed from the level of the filter housing. Functional air leak testing was performed at 1 bar pressure, and a leak was confirmed at the level of the connection between the housing and the filter blood header. This type of filter is a component provided already assembled by a baxter internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing and a defective header welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.